Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged over delivery anomaly causing low bgs found. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case above arrow and battery icon and cracked case on battery tube. In summary, unable to verify customer allegation for over delivery due to missing history files and traces on the event date of 22 june 2022. Unable to confirm low blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery because they changed the reservoir and infusion set and got a notification that the reservoir was empty in just an hour and the reservoir was really empty. The customer also mentioned that they experienced low blood glucose level and had been using the insulin pump system within 48 hours of low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.